Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had sciatic pain due to undesirable stimulation. It was noted that the device was stopped by the doctor. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. The device was explanted and the issue resolved at the time of the report. The event was assessed by the investigator as not serious, related to the device, and not related to the procedure. Relevant medical history includes fecal incontinence due to obstetrical trauma since 2009.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, implanted: (B)(6) 2015, product type lead.

Event description:
Additional information received reported that the event was serious. There was a report that the stimulator and lead devices were explanted on (B)(6) 2015. It was reported that the outcome was not resolved as the patient exited the study. No further patient complications have been reported as a result of this event.